Event description:
It was reported that externalized conductors were observed via fluoroscopy. Lead remains implanted.

Event description:
New information received notes that the lead exhibited low, out of range high voltage lead impedance. Programming changes were recommended and the lead remains implanted.

Event description:
New information received notes that programming changes were made to exclude the svc coil. The lead remains implanted.